Event description:
It was reported that the patient received inappropriate shocks and several aborted therapies. Egms showed noise on the ventricular lead. The physician programmed the device off. Lead replacement will be scheduled.

Manufacturer narrative:
Na